Event description:
Follow up information identified reprogramming was unable to provide effective stimulation. The patient wishes to avoid further surgical intervention at this time.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer able to feel stimulation. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address this issue.